Event description:
It was reported that the ventilator generated an alarm indicating high airway pressure. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated an alarm indicating high airway pressure. Identification of issue has been done by analyzing problem description and device¿s logs. According to the information provided by the technician, during service visit, the issue was not reproduced with originally used patient circuit and no parts were replaced. The issue was decided to be reported as the airway pressure high alarms may lead to insufficient ventilation to the patient. There was no patient harm. The root cause to the reported issue has not been determined. The correction of fields h4 device manufacture date and h8 usage of the device was required. This is based on the internal evaluation. Previous manufacture date: 11/10/2020; corrected manufacture date: 11/06/2020. Previous usage of device: unknown; corrected usage of device: reuse.